Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.